Event description:
It was reported on (b)(6) 2026 that the patient¿s infusion set fell off from insertion site.

Manufacturer narrative:
E1: Patient City : (b)(6).Patient Country: Canada.Zip: (b)(6). Name: Medtronic Minimed.Country: United States of America.(b)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.